Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the patient side system (pss) set up joint (suj) to correct the reported event. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that error 23070 repeatedly occurred on arm 2. The tse checked the logs and identified the error as related to the set up joint (suj)2 shoulder. The user was asked to move the arm, but the error persisted. The tse guided the user through a hard power reset using the emergency power off (epo), but the error remained. Tse explained to the user that the usm2 must be deactivated, and the system could be used with three usms. Procedure outcome is unknown at the time of the report.